Event description:
It is reported that the patient experienced pain approximately 1-2 years post-op. Post-op, x-rays did not demonstrate any lucencies. However, the device was examined at the time of revision and there was very little evidence of bone or tissue in-growth on the porous surface of the femur. The surgeon believes that there is a correlation between patient weight and loosening because many of the loose femorals were in obese patients. The surgeon had the patient weight bear immediately after surgery. Implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: cause of loosening could not be determined due to insufficient information. Eval: no product or x-rays were returned for evaluation. No lot number was provided; therefore, manufacturing records could not be reviewed.